Event description:
A pt reported experiencing inaccurate erratic results with an otp meter. The pt's blood glucose results were 210, 118, 150mg/dl. Tests were done within 10 mins with a difference of 34%. Pt did not experience any adverse events. No further info has been reported.